Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, lead dislodgement due to twiddlers syndrome was observed. Lead tests showed abnormal sensing, pacing and impedance measurements. The lead was explanted and replaced. Patient will be monitored.